Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8832, serial# (B)(4), product type: programmer, patient. Product ID: 8709, lot# unknown, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (10 mg/ml at a dose of 2.503 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, prior to a pump refill, the pump was interrogated and it was found to have an active low reservoir volume alarm. The expected reservoir volume (erv) (reported as the documented reservoir volume) was 1.8 ml and when the hcp withdrew drug from the pump, the actual reservoir volume (arv) was found to be 12 mls. The hcp stated that this had occurred during the previous refill. There were no known environmental, external or patient factors that could have led or contributed to the event. There were no diagnostics performed. The actions taken were "made sure drug pump reservoir was emptied and refill process was confirmed as normal." It was unknown if the issue was resolved at this time. No surgical intervention occurred nor was planned. On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported the previous volume discrepancy occurred on (B)(6) 2017. The hcp did not record the volumes at this time. The cause of the volume discrepancies was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative attempted a pump refill for the patient. After interrogating the pump, the erv was reported to be 3.3 ml, but when the drug was removed there was actually 16 ml of drug still in the pump. Pump logs from the interrogation on (B)(6) 2018 at 07:53 were received, which confirmed the erv was 3.3 ml. The logs also indicated the low reservoir alarm had occurred on (B)(6) 2017 at 17:09.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated a catheter access port (cap) study was not performed. No further actions/interventions were taken at this time, aside from the normal refilling procedure. The patient did not experience any symptoms. The issue remained unresolved as the volume discrepancy still existed. No surgical intervention was planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6)2018, the patient had their pump refilled and the reservoir volu me on the 8840 was stated to be 3.3ml but when the old drug was removed from the pump it was actually 12mls. The medtronic representative noted that there may be a need to do a catheter access port (cap) study to check the catheter and that the physician noted that they would consider that investigation technique. No further complications were reported or anticipated.